Manufacturer narrative:
The field service engineer performed maintenance on the analyzer including probe adjustments and checking washing performance. No further issues have been reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The sample initially resulted in a creatinine value of 149.0 umol/l and this value was reported outside of the laboratory. Another sample from the same patient was tested, resulting in a creatinine value of 61 umol/l and this triggered a delta flag since it was different from the previous value of 149.0 umol/l. The customer then repeated the complained sample and it resulted in a value of 57.8 umol/l. An amended report was issued. The creatinine reagent lot number was 541032. The reagent expiration date was requested, but not provided.